Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex set, clotting was observed. It was reported that the filter clotted on the previous circuit which required the customer to chance the set twice. It was not reported if there was any blood loss. There was no report of any patient symptoms, injury or medical interventions associated with the events. No additional information is available.